Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable. Analysis results: product is not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
A consumer alleged that their airfloss pro/ultra caused their gum recession.